Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, and force sensor test. The device monitored and had no blank display anomalies noted. The power connector plug is locked in place properly. The device had a missing retainer and reservoir tube lip. Unable to perform the displacement test and occlusion test due to physical damage. The device had a partially broken reservoir tube lip. The insulin pump had a cracked keypad overlay at the select button. The insulin pump had a minor scratched display window, case, and keypad overlay texture damaged.